Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced general weakness. Upon review, it was observed that this crt-d exhibited loss of capture and high capture thresholds on the non-(B)(6) left ventricular (lv) lead. It was noted that the crt-d was previously programmed. However, the loss of capture and high capture thresholds were still observed. It was noted that the lv lead is epicardial and old lead. The another leads trends looked appropriately and in normal limits with no large fluctuations. Currently, this product remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).